Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that system ups battery timed at 10+ minutes. The issue reported could not be replicated. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the mobile view station (mvs) battery was not keeping charge after being unplugged. It was noted that the system functioned normally while it was plugged in.